Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired three clips and then would not open. A like device was used to complete the procedure. There was no adverse consequence to the patient.